Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the nurse noticed that the ht70 ventilator shutdown without an alarm sounding and confirmed that the ventilation stopped. The patient was removed from the ventilator and was placed on an alternate ventilator without injury.

Manufacturer narrative:
Section d9 was updated due to part return section h6 evaluation codes update due to analysis of the returned part method code (annex b) - remove b17 and add b01 result code (annex c) - add additional code conclusion code (annex d)- removd d15 and add d01 component code (annex g) - remove g07003 and add g0201201. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the nurse noticed that the ht70 ventilator shut down without an alarm sounding and confirmed that the ventilation stopped. The third-party service provider tokibo (tkb) performed the evaluation on the unit for the reported issue. Tkb inspected the ventilator and found the unit was not turning on and replaced the control board. One control board was returned to medtronic for a failure investigation. A visual inspection found no anomalies. The returned control board was installed in the test ventilator, and the unit passed all the tests and calibrations. The investigation could not duplicate the customer complaint that the device shut down and stopped ventilation. Reinspection of the control board under magnification found that capacitor c92 had damage consistent with shorting. Capacitor c265 had traces of being hand-soldered. On further inspection, it was found that capacitor c265 does not affect the alarm or the shutdown. The capacitor c92 was initially shorted resulting in the ventilator shutdown. Then, when the power switch was pressed multiple times or held in a pressed-down position for a few seconds it burned and became an open circuit. In this case, the unit will power on and function if there are either no large transient noises on a power line in the circuit or a need to swap to the internal battery. Ht70 can not be used on a patient in this condition. If a failure of the c92 capacitor occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the reported no alarm and the secondary finding of the capacitor c265 having traces of being hand-soldered could not be determined. These events are included in a trending and monitoring plan. The cause of the shutdown is related to the capacitor c92 on the control board. There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.